Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) and automatic mode switch (ams) was detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device is still experiencing oversensing.

Event description:
Additional information was received that the event was resolved by reprogramming the device.